Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a synergy, ous, mr 3.0 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The entire stent was checked for damage and no damage was noted. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified a partial break of the hypotube (within the spiral region of the midshaft) 1080mm distal from the distal end of the strain relief and 25mm distal from the distal end of the hypotube midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the inner and outer shaft polymer extrusion found no damage to the wire lumen or shaft extrusion. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. A guidewire 0.014'' was inserted into through and exited through port exchange site with no issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 28feb2018. A 3.00 x 38 synergy¿ stent was received as an unauthorized product return. There was no reported issue with the synergy device. However, device analysis revealed a broken hypotube.